Manufacturer narrative:
A DHR review is not possible because a lot number was not provided. Sterilization records reviewed and found to be within validated ranges. Since the lot number is not known only the di information of the UDI is known. A causation between the hollister catheter usage and the end user's reported uti could not be established. The end user did not know the exact product number of the vapro catheter used. It was reported to be either 71144 or 71124. The only difference between the two is that the 71144 is a size 14 fr/ch and 71124 is a size 12 fr/ch. A 14 fr/ch catheter has an outer diameter of 4.67 mm and a 12 fr/ch catheter has an outer diameter of 4 mm. Since only one product number was involved in this report, only one MDR report is being filed.

Event description:
It was reported that an end user who had been using the hollister vapro plus pocket for approximately 10 years recently started using the new hollister hydrabalance vapro plus pocket. It was reported that he found them too well lubricated, more flexible and has experienced multiple utis. It was also reported that the sleeve which connects with the bag comes off when he opens some of the catheters.